Manufacturer narrative:
H3: product analysis #269170932:analysis information -- 2021-09-24 11:23:58 cst pli# 20 product ID# 3889-33 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: neu_stylet_acc, product type: accessory, product ID: neu_stylet_acc, serial #unknown, product type: accessory, product ID: 3889-28, lot #0220996914, product type: lead, product ID: 355018, lot #w60451, product type: accessory, product ID: 355018, lot #w60451, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that initially the surgeon successfully positioned a 28cm tined lead into the s3 foramen on the patient's left side and achieved excellent anal bellows and great toe responses ranging from 0.7ma on electrode 0, 0.8ma on electrode 1 and 1.1ma on electrodes 2 <(>&<)>3. As he was removing the sheath over the placed lead he inadvertently pushed the lead in too deep and the tines secured a position that was too deep. The surgeon had to explant this lead completely and re-perform the entire procedure. This is when the ensuing difficulties arose. When consecutively placed into the s3 foramen, the 28cm tined lead met with what the surgeon described as "tissue resistance' and the first electrode bent back on itself and the lead appeared fractured at this point and upon testing, electrode 0 was unresponsive at 8.0ma . All other electrodes yielded results at 0.7ma. This lead was removed and replaced with a second 33cm tined lead. The patient was sedated and did not report any issues intra-operatively; nor post operatively. They just included the introducer used in this procedure as they are wondering if it had anything to do with the potentially damaged electrodes 0 <(>&<)> 1 in all leads. The 3rd lead was placed and did not bend back on itself, yet still electrodes 0 <(>&<)> 1 failed to elicit anal bellow and great toe responses at 10ma and in this third attempt, the surgeon overcame the same tissue resistance by pushing the introducer in way past the depth marker limit (so the radio-opaque marker was way deeper than it should be i.e beyond the level of the s3 border. At this point, after sacrificing two tined leads it was deemed that the patients anatomy was the influencing factor affecting these electrodes and hence this third tined lead was left in position. Post operatively the patient reported gentle right sided buttock sensation at 1.1ma and the surgeon was delighted with this outcome. The issue was resolved at the time of the report. Post surgery no further intervention was required as patient reported comfortable buttock sensation at 1.1ma in recovery. No post surgery intervention was taken as successful outcome noted in recovery, ensuring that trial could proceed as planned. During routine phone follow up today on september 01 ,  patient reported that she slept until 5am and is dry which she hasn¿t experienced for many months. She also reports gentle ¿tingling¿ on her right side in buttock, near anal region, at 1.2ma on program c4. The  rep also checked the operative report with doctor to ensure accuracy of the report and made a few slight additions to the notes after our call. There are also two photos taken following the final lead placement and the third lead appears very stretched and under tension. Information also reported in mtg report #2649622-2021-17937.